Event description:
The facility rep reported a fail code 403. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or med intervention. No additional info is available.